Event description:
It was reported that patient underwent knee procedure on (B)(6) 2011. During the procedure, the surgeon placed the tibial guide onto the patient's anatomy, however the tibial cutting plan was reversed. The surgeon performed the tibia cut without noticing the issue. The product was implanted and the surgeon discovered after the implantation. Planification of guide inversed compared to the models.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Event details have been forwarded to contract/manufacturer supplier for investigation. Upon completion of supplier review of internal documentation and surgical plan that was used to manufacture the guides, a follow up report will be forwarded to the FDA with results of investigation.

Manufacturer narrative:
Examination of returned device was inconclusive. Review of device planning guide found no issues with design process. Plan was based on surgeon preferences and was forwarded for review. However, surgeon did not review the provided surgical plan.